Event description:
It was reported that the nurse stated that the patient has been on therapy for a couple of days and arctic sun device has been alerting low flow. They have tried draining pads and refilling, but water flow rate (wfr) was only goes to 1.6 l/m and then dropped to 0.1 l/m before alerting. 4 adult pads connected. Had nurse stop therapy, empty pads, disconnected and reconnected fluid delivery line (fdl). Fluid delivery line (fdl) locked and all lines straight with no bends or kinks. Restarted therapy. After a couple minutes water flow rate (wfr) was 0.6-1.2 l/m and alerting low flow and air leak. System diagnostics showed that the outlet monitor temperature (t1) was 48.4f, outlet control temperature (t2) was 48.4f, inlet temperature (t3) was 63.7f, chiller temperature (t4) was 45.5f, water flow rate (wfr) was 1.2 l/m, ip -3.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours 242.9 were and pump hours were 169. Had him stop therapy, empty and disconnect pads. Placed device in manual control at 40f with no pads connected. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 44.2f, outlet control temperature (t2) was 44.6f, inlet temperature (t3) was 46.2f, chiller temperature (t4) was 39.4f, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 68 percentage. Walked through removing device from manual control. Advised to swap out to a new set of pads. Per follow up received via phone on 08mar2024, it was reported that therapy was completed on the female patient, that was between 50-60 years old. There were no impacts. Advised by mis to change pads. Once the pads were changed, the device worked without issue. The device did not go to biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt speed controller set too high". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been on therapy for a couple of days and arctic sun device has been alerting low flow. They have tried draining pads and refilling, but water flow rate (wfr) was only goes to 1.6 l/m and then dropped to 0.1 l/m before alerting. 4 adult pads connected. Had nurse stop therapy, empty pads, disconnected and reconnected fluid delivery line (fdl). Fluid delivery line (fdl) locked and all lines straight with no bends or kinks. Restarted therapy. After a couple minutes water flow rate (wfr) was 0.6-1.2 l/m and alerting low flow and air leak. System diagnostics showed that the outlet monitor temperature (t1) was 48.4f, outlet control temperature (t2) was 48.4f, inlet temperature (t3) was 63.7f, chiller temperature (t4) was 45.5f, water flow rate (wfr) was 1.2 l/m, ip -3.4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours 242.9 were and pump hours were 169. Had him stop therapy, empty and disconnect pads. Placed device in manual control at 40f with no pads connected. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 44.2f, outlet control temperature (t2) was 44.6f, inlet temperature (t3) was 46.2f, chiller temperature (t4) was 39.4f, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 68 percentage. Walked through removing device from manual control. Advised to swap out to a new set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.